Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three flexiva 200 tractip laser fibers used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva 200 tractip laser fibers were opened for use in the ureter in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation, the three laser fibers were noted to be broken straight out of the package. Reportedly, no damage on the device packaging was observed. The procedure was completed with a fourth flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4). The fiber was returned broken into two pieces. The first piece measured approximately 33.7 cm from the top of the connector to the break. The second piece measured approximately 285.5 cm from the break including the distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
Note: this report pertains to one of three flexiva 200 tractip laser fibers used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva 200 tractip laser fibers were opened for use in the ureter in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation, the three laser fibers were noted to be broken straight out of the package. Reportedly, no damage on the device packaging was observed. The procedure was completed with a fourth flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient was fine after the procedure.